Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
During a primary hip arthroplasty, it was reported that after 12 minutes the cement was still not hardened. Surgeon had to wait several minutes before the operation could continue. The cement was not removed and another mix was not used. Eventually the cement hardened, and the operation was finished. No adverse patient consequence was reported.

Event description:
It has been reported that during a primary hip arthroplasty after 12 minutes the cement was still not hardened. Surgeon had to wait several minutes before the operation could continue. The cement was not removed and another mix was not used. Eventually the cement hardened, and the operation was finished. No adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.